Event description:
During a coronary procedure,the product failed to cross the target lesion.the product was therefore removed from the patient.after removal from the patient, the product was wiped down.as it was being wiped down, the stent dislodged. There was no injury to the patient.the product appeared normal upon removal from the package and during the initail prep. Negative preparation did not occur outside the patient's body prior to inserting the product into the patient.